Manufacturer narrative:
Age at time of event: under 18 years. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 32x2.25mm promus premier d rug-eluting stent was attempted to cross the proximal rca. However, just exiting the catheter, the distal edge of the stent was caught on the lesion and was compressed and damaged while the stent was still on the balloon. The physician had to remove the device and the procedure was completed. No patient complications were reported and the patient's status was good.